Event description:
Reporter indicated that after returning home from church, the patient could no longer feel the device stimulate as she previously had. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation has been unable to determine whether the device is functioning properly as the patient has reportedly not been seen by a neurologist over the past three years.